Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. The device evaluation is anticipated, a follow up report will be sent upon completion of the product evaluation.

Event description:
The sales associate reported a broken t-handle. The t-handle came apart as he was removing the zyston trial during a lumbar fusion. It was reported that the doctor was banging it in and when he removed the handle the bearing fell out into the patient.

Manufacturer narrative:
The two (2) returned lv00183 (fixed t-handle w/ push connect) from lot 083590 were visually inspected by quality engineering. The DHR (device history record) was reviewed and there were no reported deviations or non-conformances. Visual inspection of the separate handles confirms damage to each; one handle¿s push connect feature has becoming completely disengaged and inoperable. One handle fails to retain a driver. The other handle exhibits cracking on the rubber t-handle but retains its driver connect functionality. It was identified there was an internal spring that became dislodged for some reason and was preventing the instrument from working properly. After fixing the dislodged spring, the handle worked fine. Inspection concludes the instrument failure was the result of end-user misuse. The two handles were returned together, it was unable to be determined which handle was used in this event, therefore the handles were evaluated together. The other handle was reported in 3004485144-2015-00103-1. Fields were updated based on the completion of the device evaluation.